Event description:
During a pacemaker generator change out procedure, it was identified that the insulation of one of the pacemaker leads had been damaged. The lead was left in place and did not require repair as the pacemaker functionality was not impacted. No patient impact or injury.

Manufacturer narrative:
Method: generator still in use and facility not returning for investigation. Results: generator still in use and facility not returning for investigation. Conclusion: generator still in use and facility not returning for investigation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.